Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for other non-malignant pain. It was reported that the patient was no longer using the pain implantable neurostimulator (ins) because it quit working. They were planning to have it reactivated to the new doctor. No patient symptoms were reported. No further complications were reported or anticipated.